Manufacturer narrative:
We have been informed about a defect product, wrong label, on a kit packaging. According to the complaint description lot number and sample are available. After receiving this complaint, we searched for other complaints and found none regarding the lot number 9127010. Checking the quality databases did not reveal any anomaly in relation to the described defect. The probable root cause was an empty chain problem of operator in training. People made more aware and training given to these two people.

Event description:
According to the available information, this device was not able to be used due to labeling. The device and labeling in the inner bag packaging was not the same as the outer box label. No other adverse patient effects were reported.

Manufacturer narrative:
Please note that imdrf codes c, d, and g have been updated. There have been no changes to the analysis of the device or the results of our investigation. These changes are due to guidance provided to us by ansm.

Event description:
According to available information, this device was not able to be used due to labeling. The device and labeling in the inner bag packaging was not the same as the outer box label. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.